Event description:
The actual residual volume was greater than the expected residual volume. The pump delivered dilaudid and bupivacaine. The patient experienced no symptoms. The physician performed a dye study and no problem was found. No pump alarms were heard. A roller study was performed and the rollers did not appear to move. The dye study was repeated and it was reported that "everything was fine." It was believed the pump was not primed correctly during the initial dye study. The patient outcome as of (B)(6) 2011 indicated "the patient is fine." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).